Manufacturer narrative:
(B)(6). Device manufactured between april 29, 2019 to april 30, 2019. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed which observed a tear/hole at the lower seam near the fill port in the front of the bag. Functional leak testing was performed which noted a leak from the tear at the lower seam, near the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam where the right port meets the bag. This event occurred before use. There was no patient involvement. No additional information is available.